Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the sds and was not returned for analysis. There was no allegation against the stent since the incident occurred during preparation. The balloon body was reviewed, and no issues were noted. The balloon wings were relaxed appearing as if the balloon was subjected to negative pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. As part of analysis, the device was connected to the encore inflation/ deflation device without issue. No visible damage was noted on the manifold. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06mar2020. It was reported that device incompatibility occurred. A 3.00 x 16 synergy drug-eluting stent was selected for treatment. However, the device could not be connected to the deflator despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent detachment.